Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. Reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, there was the possibility that the reported phenomenon was attributed to the accidental failure of video signal transmission to the image processor due to failure of the subject device and/or the image cable.

Manufacturer narrative:
Since the subject device has not been returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was not displayed and did not work at the unspecified diagnostic procedure. It was stopped the working half way through the procedure. It was also a black screen, but only the error was appeared. The subject procedure was completed with another device. At the incoming inspection for the repair, olympus (B)(4) checked the subject device, and duplicated the reported phenomenon. The error code was e222, which indicated there was the communication problem between the endoscope, and video processor. The dead pixels appeared when the camera cable owned by olympus australia was used to the subject device. There was no patient injury associated with this report.